Event description:
It was reported that the plunger on the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% was "very tight" and had resistance while flushing and drawing up liquid. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the plunger is very tight on the bd posiflush sp syringe 10 ml 0.9 sodium chloride. There was a resistance on flushing and withdrawing. It was noted by a co-worker as well the same day with a different lot # - if this syringe was used on an avf or pc the user would feel that the access is inadequate."

Manufacturer narrative:
H6: correction the following fields were omitted: imdrf annex g grid g04099 see h10.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306575 and lot number 0337041. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the plunger on the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% was "very tight" and had resistance while flushing and drawing up liquid. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the plunger is very tight on the bd posiflush sp syringe 10 ml 0.9 sodium chloride. There was a resistance on flushing and withdrawing. It was noted by a co-worker as well the same day with a different lot # - if this syringe was used on an avf or pc the user would feel that the access is inadequate."